Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece overheats. Timing of the event and patient impact are unknown. Additional information has been requested but not received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The handpiece was manufactured on april 22, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned handpiece was connected to a calibrated system. The handpiece failed tuning when the tuning system message displayed. When connected to a resistance test box, a measureable resistance was seen from the high electrode to ground indicating initial signs of moisture ingress. The handpiece was disassembled revealing moisture within the electrode chamber. A review of the data indicates there were 99 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The root cause cannot be determined conclusively. Moisture was found within the electrode chamber causing the high electrode to short to ground. However, it remains unknown if the moisture ingress is related to the reported event. (B)(4).